Manufacturer narrative:
The insulin pump alarmed no motor movement or negligible movement; retries to free a stuck motor and failed during the testing. The problem isolated to the motor. The insulin pump had a scratched case, cracked keypad overlay and minor scratches on display window. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's mother that the insulin pump alarmed. During troubleshooting, the insulin pump alarmed, delivery stopped, they changed set 3 times. The customer's mother stated the insulin pump alarmed 3 different times. Customer changed infusion sets and reservoir 4 times, assisted customer with displacement test and passed. Also, ran 5u prime, advised the insulin pump should be working. The customer's blood glucose at the time of the event was 12.8mmol/l and current blood glucose was 8.4mmol/l. Advised the customer that we would like to determine what was the cause of the issue with the infusion set/reservoir and might not be the insulin pump. The customer understood, but for peace of mind would like the insulin pump to be replaced. Advised the customer to discontinue use of the insulin pump and revert to backup plan.